Event description:
A 60cc syringe split while doing a bedside pericentesis. The resident was splashed in the face with the fluid. No injury to the resident was reported. The procedure was completed as planned with no patient impact. Evaluation of the returned sample confirmed a crack in the barrel of the syringe.